Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a corneal descemet's tear on the primary incision during a laser assisted cataract procedure. The doctor felt to be caused by the laser. The angle on the 3rd plane was changed from 70 to 90 prior to this case (in an effort to help with sealing) and that was changed back after this case without additional issues. The cataract surgery was able to be completed without incident.

Manufacturer narrative:
Descemet¿s membrane detachment/tearing are often attributable to surgical procedures, and are usually confined to an incision site. Known risk factors that may increase the likelihood of a detachment include oblique angle of entry, anterior and shelved incisions, use of a blunt knife, injection of viscoelastic or antibiotics anteriorly to descemet¿s membrane, a shallow anterior chamber, soft eye, previous surgery, and recent episode of corneal edema. In this case, images of the optical coherence tomography (oct) scans or system settings were reviewed and no abnormalities were found. There were no reported system messages or system issues that would clearly indicate that the system caused or contributed to the event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4)